Manufacturer narrative:
The phaco handpiece (hp) was received for evaluation. A visual assessment of the returned sample showed no non-conformities. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet specifications. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully. However, system message (sm) displayed when attempting a five minute burn-in with the system set at 100% ultrasonic and torsional power. During the burn-in test the temperature of the hp was measured and was found to be within specifications. Disassembling the handpiece revealed no obvious non-conformities. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during sculpt phase of a cataract extraction procedure the phacoemulsification handpiece was getting warm. No system message was displayed. The handpiece was exchanged and the case was completed without incident.